Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The heartware® instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. It also addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 for a subtherapeutic international normalized ratio (inr) of 1.6 after missing a dose of warfarin. A heparin infusion was started while warfarin was titrated to therapeutic range. During this admission, he also had frequent suction events which were found to be caused by hypertension. Once the blood pressure was controlled, the suction events were resolved. The patient was discharged home on (B)(6) 2017 with 10 mg (qhs) every night.